Event description:
The customer reported the primary IV set male luer disconnected from the max zero female luer during d10w infusion. A new IV bag was hung on (B)(6) 2014 at 1752 and the IV set was found to be disconnected around 2100. The nurse tried to reconnect the IV set and it disconnected from the max zero. A new IV set was connected to the new max zero with no further problems. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.